Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted or by manually pressing the "s" button. The test strip was inserted correctly. The battery was inserted properly with the + sign facing upwards. Customer stated a new battery was installed but stated that she was illiterate and could not read battery details in order to confirm if it is the correct battery. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer stated she was sleepy and tired due to possible high blood sugar. Customer denied needing medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is two weeks. Due to dead meter, the meter memory was not reviewed for previous test result history.